Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced the camera flipped on them. The caller stated that there was a fault on the system as well. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. The tse recommended reseating the sterile adapter or replacing the endoscope. The procedure was completing as planned. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was dissecting tissue when the issue occurred. The image was inverted. The endoscope did not move freely with uncontrolled motion. The event involved a reversed control of the system arms. A 30-degree endoscope was installed at the time of the event. The surgeon did confirm the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The reported vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The isi field service engineer (fse) followed up with the customer who indicated that they were able to complete the case with the same endoscope. The customer also confirmed that they had no further issues in a following case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.